Event description:
Pt had uncemented pca hip in 1985. Began having severe pain in mid 1994. X-rays revealed femoral head was high in acetabular shell. Poly wear, osteolysis seen on both sides of joint. During revision poly insert was found disengaged and dislocated from shell. Head was articulating with shell and had worn a hole through. Osteolysis behind the cup had created large cavity, bone defects.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.